Manufacturer narrative:
(B)(4). Results of investigation: service technician performed all testing on the reported device by using well known test patient circuit. Ventilator passed extended 41 hours run test without showing any unusual alarms and conditions under same settings as customer. The ventilator also passed ltv final test, which includes many ventilation and alarm functions. Internal inspection was also done on the reported device and no abnormalities were found.

Event description:
The customer reported that the unit had disconnect sense alarm while connected to a patient during a transport. There was no patient harm and patient was placed on alternate backup ventilator.